Event description:
A customer reported receiving a ¿scan again in ten minutes¿ error message on the adc freestyle libre 2 sensor and as the result of the error, they were incapable of monitoring his blood glucose. Consequently, the customer "felt bad" and experienced a loss of consciousness. The customer received unspecified third-party treatment and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Additional information was received. Section a2 was updated to reflect that the customer was 5 year old child.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again in ten minutes¿ error message on the adc freestyle libre 2 sensor and as the result of the error, they were incapable of monitoring his blood glucose. Consequently, the customer "felt bad" and experienced a loss of consciousness. The customer received unspecified third-party treatment and no further information was provided. There was no report of death or permanent impairment associated with this event.